Event description:
It was reported that a chemosafelock connecter was found to have particulate matter inside the fluid path. The reporter stated, ¿a white turbidity on the top surface of female connector." The event occurred before use to the patient. The sample is not contaminated with blood or body fluid. There was no reported impact of the event on the patient. There was no reported impact on medical institution workers. There was no patient involvement and no patient harm.

Manufacturer narrative:
The complaint of particulate matter on item kl-fnu3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
Investigation summary: the complaint of particulate matter on item kl-fnu3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.